Event description:
Customer reported unexpected negative reactivity with 2-cell screen on the galileo instrument.

Manufacturer narrative:
The instrument result files were reviewed by immucor. No errors were identified. Plate images appeared acceptable. A field service engineer performed the galileo unexpected reaction checklist. The galileo was tested and operated within specifications. Patient sample was no longer available for testing. The customer stated no adverse event occurred as a result of the unexpected negative or weak reactivity.